Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain device have been unsuccessful. Without return of the explanted device the reported clinical observation cannot be confirmed. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 29mm bioprosthetic mitral valve, implanted six (6) months, eleven (11) days, was explanted due to severe perivalvular mitral regurgitation and aortic regurgitation caused by one of the sutures from the prosthetic mitral valve catching the aortic valve and causing a hole in the leaflet. The explanted device was replaced with a mm mitral bioprosthetic valve. The aortic valve also had to be replaced with a 25mm aortic pericardial valve. The patient was transferred to the intensive unit in guarded condition.

Manufacturer narrative:
Device evaluation summary: x-ray demonstrated wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 1 and 3 at the outflow aspect. Host tissue fused free margin of leaflet 1 and 3 near commissure 1. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Incidental findings - metal band was exposed at leaflet 1 of inflow aspect. Suture holes were observed around the sewing ring; however there was no presence of suture on sewing ring. The reported pvl was not confirmed through device evaluation.

Event description:
The reported device was returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative - the reported device underwent functional testing and performed to specifications.